Event description:
Account reported that patient exhibited signs and symptoms of tass (toxic anterior segment syndrome) within one hour post-operatively of their cataract procedure. Patient also presented with peripheral anterior synechia and hypopyon and was referred to a glaucoma consult. Additional post-operation therapy required frequent steroid drops (no name provided).

Manufacturer narrative:
(B)(4) - toxic anterior segment syndrome. Manufacturing year 2003. Phaco specialist visited the site to perform in-situ observation. She observed (B)(4) surgical cases and patient work-up and witnessed poor hand hygiene (staff members using their smart phones and not washing their hands after setting down the phone), surgeon was not scrubbing in-between cases (as it should), personnel was not following the directions for use to clean their reusable tubing packs and they were not removing the phaco tip after cleaning it and for sterilization. She reported back her findings to their facilities risk manager (rm) and/or administrator. They knew personnel was using smartphones and were surprised that they continued with the practice after being told not to. They were also aware the surgeon did not scrub in-between cases and will address the issue. Staff member was re-trained by phaco specialist on how to clean reusable tubing packs. Account reported patients have not improved much. The rm had a sample sent for analysis for the possible cause of the tass. Their independent analysis of the sample showed copious vancomycin (caustic concentration). Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Actual device was not evaluated as there was no report of malfunction however, phaco specialist visited the site to perform in-situ observation as reported in the initial report. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Account reported that patient exhibited sings and symptoms of tass (toxic anterior segment syndrome) after cataract surgery. Patient also experienced corneal edema and and small amount of precipitate (hypopyon). No loss of best corrected visual acuity (bcva) reported.